Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14aug2019. The manufacturer field service engineer (fse) replaced the front bezel to address the finding. The fse tested the unit; the unit was fully operational. The unit was within the manufacturer's specification and was returned to service. When the navigation ring is not functioning or if it cannot be used to enter or change settings while the device is in use, parameters can be adjusted using the touch screen, therefore the device will continue to function and provide ventilation to a patient. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit's navigation ring (nav-ring) was malfunctioning. There was no patient involvement reported.